Event description:
It was reported through the attorney for the patient as a result of a legal claim that allegedly the patient "received a trident ceramic on ceramic hip system." It was further alleged that, the patient is experiencing "squeaking" from the system.

Manufacturer narrative:
The information on this per was provided by (B) (4). No additional information is available at this time. The devices are not available due to the ongoing litigation.